Event description:
In 2005, the pt's family member contacted lifescan on behalf of the pt, who did not speak english. The family member said the meter "did not work" when a strip was inserted into the meter. The family member said the pt went to the doctor where a result of 12.1 mmol/l (converts to 218 mg/dl) was obtained. The family member was unable/unwilling to answer whether the pt experienced symptoms of high or low blood glucose level at the time of concern. The family member was unable to provide information as to whether the pt's medication was changed. A reading of 12.1 mmol/l (218 mg/dl) does not indicate a serious injury. The customer care representative (ccr) noted that the family member was not familiar with the meter. The ccr attempted to walk the family member through pressing the m button; "figures" came on the screen; however, the ccr could not establish what figures appeared. The ccr noted that the family member may have "kept pressing buttons" and did not follow the ccr's directions. The meter was replaced.